Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and mesh was implanted. It was also reported that on (B)(6) 2011, advantage was implanted to treat stress urinary incontinence. It was reported that the patient experienced multiple complications, including pain, erosion of her internal bodily tissue and other injuries, formation of scar tissue, multiple surgeries and revisionary procedures and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to fibroids and cystocele, sui, prolapse, symptomatic myomatous uterus. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.